Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for evaluation. The returned device included the locator, hemostasis sheath, carrier tube, guidewire and packaging. The device was visually inspected and found to have been in used condition. No damage or deformities were identified with the components. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were able to be connected and did not disconnect when an external force was applied. Sheath and locator mold cavities were inspected and are as follows: hemostasis sheath - 45, arteriotomy locator - 1. The complaint cannot be confirmed for a sheath and locator connection issue because the returned sample was able to be assembled and stay connected without issue. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the arteriotomy locator would not securely connect with the sheath. The operator deployed the device, and the angio-seal and anchor were deployed in the sheath. The procedure performed was an afr 4 vessel runoff. No blood loss was reported. The reported event did not result in patient injury or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury. Additional information was received on 25apr2024: the procedure sheath size was 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Hemostasis was achieved by manual pressure. The patient was stable. The locator went in smooth; however, it would not lock to the sheath. There was no audible click on mating and no tactile feedback. The user was unable to mate the locator with the hub after many tries, three times. The locator separated after mating with the hub. The locator was too loose and failed to stay in place. The separation occurred when the device was in the patient.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.